Manufacturer narrative:
Investigation: customer returned photos of a loose 3/10cc syringe. Customer states that the hub detached with the shield. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Event description:
It was reported that needle hub separation was found before use with a syr 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the hub detached with the shield."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation was found before use with a syr 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the hub detached with the shield."